Event description:
At 2 years and 2 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2024. Lot 2104819: 90 items manufactured and released on 15-jun-2021. Expiration date: 2026-06-01. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional components revised: reverse shoulder system 04.01.0211 lat. Glenosphere 39x27 (k193175) lot 2008831a: (B)(4) items manufactured and released on 20-jul-2021. Expiration date: 2026-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2004032: (B)(4) items manufactured and released on 04-jun-2021. Expiration date: 2026-05-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0185 short humeral diaphysis - cementless - 12 (k180089) lot 2105371: (B)(4) items manufactured and released on 09-jun-2021. Expiration date: 2026-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0192 threaded glenoid baseplate 27x30 (k171058) lot 1906801: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-11. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review.